Event description:
Report of possible independent bolus delivery. The pt was receiving demerol via pca plus ii with unknown settings. According to the customer contact, the nurse was in the room with the pt who was asleep. The nurse reported that she left the room for a very short time, and when she went back into the room, the pt was still sleeping, but the pca machine was delivering a dose of medication that she believes the pt did not request. The pt was in a room alone with no other pt or visitors, and it was reported that the bolus cord was hooked to the pt's bed rail. There was no incident report generated, and there was no reported adverse pt event/harm. The customer contact states, "I think" pt "is discharged" already. Though requested, there was no further info available.